Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Moisture from the expiratory flow sensor tubing going the sib board was cleaned to resolve the reported issue.

Event description:
The hospital reported a leak that caused a loss of mechanical ventilation. There was no report of patient injury.